Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (1000 mcg/ml at 124.4 mcg/day) and morphine (15 mg/ml at 1.866 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had skin erosion over the implanted pump. There were no issues with the catheter. Environmental factors that may have led or contributed to the issue included the patient having multiple sclerosis and was sedentary; however, the pump was placed in an off label position in the back of the patient. There were no diagnostics performed since therapy was effectively being delivered from the pump. The intrathecal catheter and pump were explanted due to the skin erosion over the pump. The patient was being observed as an inpatient to control baclofen. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.